Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver hydromorphone. Dose and concentration information was unknown. It was reported that the patient had complained of therapy changes since the pump was replaced in march. At the time of the pump replacement, drug from the old pump was transferred and nothing with the prescription had changed. The patient was reporting "weird symptoms", that he could "taste a weird chemical in my mouth" and during the night, he would wake up in sweats. The patient also reported that he would "urinate like crazy, one day over a gallon". They had "decreased the dose in half" and the symptoms went away, but the patient's pain wasn't under control. A dye study was completed, contrast was pushed through, and the patient was given a bolus. The contrast "looked good" and the patient felt great for 2-3 days afterwards. Per the reporter, "they think it's just not flowing correctly". About a month prior to this report, the pump was refilled with the same medication and concentration. The patient used a personal therapy manager (ptm), but stated that he did not feel anything with boluses. At the refill, they got back the expected volume. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported there was not a specific device issue suspected. The cause of the therapy issues and ¿not flowing correctly¿ was not determined. The doctor did a successful dye study. The doctor and physician assistant (pa) decreased the pump dose. The symptoms went away, and they were titrating the pump up slowly. After decreasing the dose, the symptoms went away. They were trying to increase the dose to achieve better pain control by increasing the dose. As of right now, the doctor and pa did not have concerns regarding the pump. They were looking at other medical tests and medical possibilities.